Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Did the active titanium blade break off? No. Did the white tissue pad break off? Unknown. Is the white tissue pad completely missing from the clamp arm of the device? Unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the patient underwent laparoscopic fenestration and drainage of hepatic cysts, and the doctor and nurse used this type of ultrasonic scalpel according to the patient's condition. When the operation was completed, at the time of cleaning the scalpel, it was found that the small parts detached from the device, and the surgeon was reminded urgently whether there were any small parts in the abdominal cavity of the patient. The surgeon dealt with the situation as appropriate. No additional information can be provided. No additional information can be provided.